Manufacturer narrative:
As a result of the reported event, a visual and functional inspection was performed by field service representative who found that there was no component-level defect or malfunction which would have caused of contributed to this event. It was determined that this event was not related to the bed, but rather the phone charger that was connected to the usb port on the bed. The procuity bed did not cause the injury involved in this event.

Event description:
It was reported that a patient sustained a partial-thickness burn on their hand from a phone charger that was connected to the bed. The patient and staff apparently noticed the smell of burning and slight smoke and the end of the charger connected to the bed was melted.

Event description:
It was reported that a patient sustained a partial-thickness burn on their hand from a phone charger that was connected to the bed. The patient and staff apparently noticed the smell of burning and slight smoke and the end of the charger connected to the bed was melted. Further information has not been provided.